Event description:
After a laser laparoscopy/d&c hysteroscopy, the pt phoned the hosp in april after having first menstrual cycle after surgery. Pt reported finding a "bottle top" in their discharge. The 1cm spacer from the um201 had become detached during the procedure and was left inside the pt post operative. Pt is now going to have ultrasound to reassure them that no further foreign matter is present. No pt consequence.